Event description:
Caller reported the tubing connector is broken. Caller stated she experienced elevated blood glucose levels up to 536 mg/dl; took correction boluses. Caller reported she then realized the connector was broken. No adverse event reported. Requested return of the alleged infusion set for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.